Event description:
It was reported while using bd vacutainer® z (no additive) plus urine tube, 100 tubes could not be read by their analyzer. Upon inspection, the wrong label was on the tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The indicated failure mode of incorrect label content was not observed in the attached photo. However, evaluation of the photograph showed evidence of an incorrect cap assembly. Additionally, 100 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect cap color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® z (no additive) plus urine tube, 100 tubes could not be read by their analyzer. Upon inspection, the wrong label was on the tube. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.